Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis/occlusion requiring surgical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent stenting of the predilated mid lad with a xience v stent. In 2009, the pt developed chest pain while at cardiac rehabilitation. The pt was seen in the clinic and an exercise tolerance test (ett) was positive. The pt was admitted to the hospital about 4 days later, for a heart catheterization. The cath report revealed that the stented segment was totally occluded. A diagonal arose from the proximal edge of the stent and the diagonal was jailed by the stent. There was approx 90% stenosis within the stent and the pt was recommended for a coronary artery bypass graft (CABG). A CABG was performed on 03/14/09, without complications. The pt was discharged to home six days later. No additional event or pt info is available.